Event description:
It was reported that the pacer-dependent patient presented for follow-up with high, out of range, pacing lead impedance and an increase in threshold. The sense/pace portion of the lead was capped and the defib portion of the lead remains active. The sense/pace portion of a previously abandoned lead was reused. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.